Manufacturer narrative:
The complaints for "balloon burst," "difficulty or inability to withdraw system through sheath" and "interventional device interacts with pre-existing implantable device" were unable to be confirmed as neither the complaint device nor applicable imagery was provided. Engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, a presence of manufacturing nonconformance could not be determined. However, a review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals also revealed no deficiencies.-in addition, no report of any abnormalities during device prepping indicates that the balloon was not damaged when removing from package. The complaint description states, "during the procedure, the balloon ruptured at the end of deployment... There was resistance met at the esheath upon removal of the delivery system. After multiple attempts to re-align the balloon into the sheath, the iliac stent inadvertently got damaged and accordioned upon itself trapping the balloon." Balloon burst: patient anatomy was not provided. The balloon burst could be potentially resulted from multiple factors (i.e. Calcified annulus/leaflets, interaction with previous implanted valve). While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, interaction with rigid calcium nodules or the pre-existing valve can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. However, due to limited information a definitive root cause was unable to be determined at this time. Difficulty or inability to withdraw system through sheath and interventional device interacts with pre-existing implantable device: as the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. As a result, additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the device interacting with pre-existing implantable device. Although a definitive root cause is unable to be determined, available information suggests that patient factors (pre-existing stent) and/or procedural factors (withdrawal of burst balloon) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing. Not returned.

Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 26mm sapien 3 ultra valve in aortic position. During the procedure, the balloon ruptured at the end of deployment (all volume was depleted). There was resistance met at the esheath upon removal of the delivery system. After multiple attempts to re-align the balloon into the sheath, the iliac stent inadvertently got damaged and accordioned upon itself trapping the balloon. A cutdown of the left subclavian was performed. The team cut the delivery system and snared the distal end of the balloon and externalized this into the left sc sheath. Repair was performed of the left iliac stent. Patient left the room in stable condition.